Event description:
It was reported that the ventilator had a gas leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on field service engineer's (fse) statement, during the preventive maintenance of the ventilator it was noticed that the continuous gas leakage is present. The nozzle unit on air gas module was found damaged and causing the leakage. The nozzle unit was replaced to solve the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. According to the manufacturer's guidelines, the preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. The device's logs were not provided for further analysis. According to the fse, the pm kit was never purchased and/or replaced by the customer. The device was manufactured in 2020. The defective nozzle unit was physically damaged, which was confirmed only by fse's statement, as photo of the damaged part was not provided. Our conclusion is that the failure was caused by the replaced part, which resulted from not complying with the instructions in the service manual. A correction of field # h6 health effect ¿ impact codes was required. H6 - health effect ¿ impact codes - previous health effect ¿ impact codes: no health consequences or impact- 2199, corrected health effect ¿ impact codes: no patient involvement - 2645.